Manufacturer narrative:
(B)(4). The initial analysis of the returned device found blood present on the area of the posterior needle, however, the complete analysis found no evidence of insertion or patient involvement as there was no blood present at the marker port, tube or sheath. Based on the analysis, there was no evidence that the returned device had been loaded over a guide wire or inserted into a patients anatomy. The amount of blood on the device is consistent with blood being transferred onto it as its suture trimmer was removed from the packaging. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that arteriotomy closure of the moderately calcified common femoral artery was achieved using the perclose proglide device after an interventional heart catheterization procedure. Reportedly, the proglide cutter would not cut the suture after knot deployment. A cutter from another proglide package was used successfully. Hemostasis was reported to have been achieved with the sutures. There was no adverse patient effect. The physician is reported to be trained in the use of the device. No additional information was provided. Subsequently, the analysis of the returned proglide found it was partially deployed. The use of this device would result in an inability to achieve hemostasis. The facility reporter maintained the device performed properly and provided no additional information.

Manufacturer narrative:
(B)(4). The device has been returned. The investigation has not yet been completed. A follow up report will be submitted with all additional relevant information.